Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing ref: 3008452825-2020-00580, 3008452825-2020-00581, 3005334138-2020-00529, 3008452825-2020-00582. At the end of the atrial fibrillation ablation procedure, an echography revealed a pericardial effusion. It was non evolutive and the patient left the lab without any intervention. The following day, a pericardiocentesis was performed and the patient was discharged in stable condition.